Event description:
It was reported that during an implant procedure the outflow graft was found to have been expired upon opening the implant kit. The graft was put aside and a graft from another kit was used.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the sealed outflow graft being expired at the time of implant was confirmed. Available information indicated that the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , was used after the implant kit expiration date. The account reported that during the implant procedure on (B)(6) 2023, the implant kit for (B)(6) was opened for the first time. Upon inspection of the components, the sealed outflow graft was found to have expired. The graft was put aside, and a graft from another kit was used. Abbott representatives communicated that the hm 3 lvas implant kit for serial number (B)(6) , was shipped from abbott to the distributor on (B)(6) 2021. The implant kit was then shipped from the distributor to the hospital and was delivered on 11apr2022. Review of the device history records showed that of all the items in the implant kit, the sealed outflow graft had the earliest expiration date of 07feb2023, therefore, the implant kit expiration date was also 07feb2023. Although the remaining items inside the implant kit were not yet expired, since the kit's expiration date was also 07feb2023, no components should have been opened or used for implant on (B)(6) 2023. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvas implant kit shop order showed that of all the items in the implant kit, the sealed outflow graft had the earliest expiration date of 07feb2023, therefore, the implant kit expiration date was also 07feb2023. On the reported date of implant (B)(6) 2023), the implant kit and outflow graft were expired, however, the remaining items inside the implant kit (heartmate 3 pump, system controller, backup battery, and modular cable) were not yet expired. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 8 of the IFU advises that all expired products should be disposed of. In addition, section 5 warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use. No further information was provided. The manufacturer is closing the file on this event.